Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# 0206101034, implanted: (B)(6) 2012, product type: lead. Product ID: 3387-40, lot# 0206101035, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: extension . Product ID: 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: b)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via representative regarding a patient who was implanted with a neurostimulator. It was reported the patient had an erosion of the implantable neurostimulator (ins) on the right chest and a subsequent infection. There were no known environmental/external/patient factors that may have led or contributed to the issue. The ins and extensions were explanted. The issue was considered resolved at the time of report. The patient status was alive with no injury. No further complications were reported/anticipated.